Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over after the account number reached seven digits. A technical support specialist (tss) reported that an initial query showed that the messages were not crossing over in real time. The tss verified that all becton dickinson services were running and that the communication interface was connected. The tss consulted with the integration engineering support team and learned that a large number of messages were stuck in the enterprise server message broker module. According to the integration engineering support team, the clinical communication engine had received the messages from the host system, but an issue on the enterprise server side was preventing the messages from being forwarded. The tss restarted the data synchronization service, the external communication service, all network transmission control protocol services, and the message broker modules. After these actions, the enterprise server began receiving messages in real time, and the issue was resolved. The tss informed the customer of the findings and advised verification with the pharmacy, emergency department, and nursing staff. The customer confirmed that the issue had been resolved and that patients and orders were appearing correctly. The customer also asked whether the problem was related to the account number increasing to seven digits, and the tss clarified that the issue was caused by a communication problem on the enterprise server side and was not related to the length of the visit identification number. The customer acknowledged the explanation and confirmed closure of the case. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that their visit ID or account number had recently increased to 7 digits. As a result, all patients with a 7-digit account number were no longer crossing over to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.